Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, the proximal segment was returned severed 422mm from the terminal end, visual inspection revealed no abnormalities - other than induced damage from normal use, the lead was severed and the anode coil was extremely stretched and pulled to the point of fracture. The infection allegation could not be confirmed by lab analysis. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product was not able to provide relevant information for this infection allegation. Laboratory testing did not identify any lead characteristics that would have resulted in other than lead damage.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) patient indicated that their incision never healed and they were recently hit in that area. A sore and opening were noted on the incision line. Subsequently, a revision procedure was performed. This crt-p, right atrial (ra) lead, right ventricular (rv) lead, and left ventricular (lv) lead were explanted due to infection and sepsis. During the removal this ra lead was severed, however, it was still successfully explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) patient indicated that their incision never healed and they were recently hit in that area. A sore and opening were noted on the incision line. Subsequently, a revision procedure was performed. This crt-p, right atrial (ra) lead, right ventricular (rv) lead, and left ventricular (lv) lead were explanted due to infection and sepsis. During the removal this ra lead was severed, however, it was still successfully explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, visual inspection revealed no abnormalities - other than induced damage from normal use, the lead was severed and the anode coil was extremely stretched and pulled to the point of fracture. The infection allegation could not be confirmed by lab analysis. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product was not able to provide relevant information for this infection allegation. Laboratory testing did not identify any lead characteristics that would have resulted in other than lead damage.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) patient indicated that their incision never healed and they were recently hit in that area. A sore and opening were noted on the incision line. Subsequently, a revision procedure was performed. This crt-p, right atrial (ra) lead, right ventricular (rv) lead, and left ventricular (lv) lead were explanted due to infection and sepsis. During the removal this ra lead was severed, however, it was still successfully explanted. No additional adverse patient effects were reported.